Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their device was not helping like it should with the pain in her hips and legs. The patient also reported that the charge was running out faster than usual and that they had to recharge every 2 - 3 days. The patient had appointment scheduled on (B)(6) 2016 to have their device checked. It was later reported that the device was not checked on (B)(6) 2016. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-07. It was reported that the patient was going to have her device removed because it was not working to cover her pain, she was in the emergency room (ER) in (B)(6) 2017 because the pain was so severe. Through a cat scan, it was determined that the stimulator was pressing on all of the patient¿s nerves and was causing this pain. The patient noted that they had an appointment scheduled on (B)(6) 2017 to meet their healthcare professional (hcp) in regard to the reported symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jan-09 reporting that the level of pain prevented a great deal of activity regardless of the device settings. It was reported that without any unusual activity the pain began to intensify to the degree that the patient had to go to the emergency room. There were no reported circumstances that led to the increase charge frequency. Per the consumer, it was clear that the stimulator was not relieving any of their pain regardless of settings. The patient had an appointment with their health care provider (hcp) on (B)(6) but no issues were resolved. They were now requesting for the stimulator to be removed. No further complications were reported.